Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with small body surface area called the hospital to report an unusual and loud sound from the pump. It was noted that the pump parameters were normal. The patient presented to the hospital on (B)(6) 2025 in the morning to the outpatient visit. Log files were obtained and showed no technical issue from the pump. The high pulsatility index and low flows were thought to be a result of volume deficiency. The sound from the pump was no longer heard as the day before and the patient was stable doing fine all the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported unusual and loud sound could not be confirmed. A specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 12jun2025 through 18jun2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 1 and 6 of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, sections 1 and 8 of the patient handbook instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the unusual sound was not identified. Echocardiogram was done but there were no findings. Imaging such as computed tomography scan or similar was not done.